Manufacturer narrative:
Additional suspect medical device component involved in the event. Model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
Device evaluation indicated that the leads passed the visual and photographic imaging tests performed. Leads passed all cis testing. Leads exhibited normal device characteristics.

Event description:
A report was received that the patient's lead were replaced. The physician was not sure if there was lead malfunction.

Event description:
A report was received that the patient's lead were replaced. The physician was not sure if there was lead malfunction.